Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they had "another friend that told their daughter that they were not having good results with it, but that they should try a different program". Caller did not know serial or phone number for this patient, but just said that "they thought that they had it taken out and now they were doing botox". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.